Event description:
It was reported that a patient¿s cartridge leaked after the patient overfilled the reservoir, and troubleshooting and education were completed with follow-up planned to obtain lot information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an outcome not otherwise codified. Investigation included interviews and communication with the user as well as analysis of information provided by the user. Investigation of this case revealed a leak associated with the reservoir seal consistent with a leak or splash device problem affecting the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.